Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd3257-40, competitor ICD, implanted: (B)(6) 2014; 5568-53, lead, implanted: (B)(6) 2014; 691753, lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient presented to the hospital after experiencing syncope. A surface electrogram indicated that the patient was bradycardic with ventricular rate in the thirties and no visible pacing spikes. It was further note that device interrogation was successful and showed lead impedance, capture threshold, and sensing measurements all stable and within normal ranges. The patient recalled being active, playing with their child, before the onset of symptoms. The clinician stated they will further analyze the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.